Event description:
Dexcom was made aware on 03/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, and blisters, under entire patch area, which occurred the same day the sensor had been inserted in the arm. The patient was seen by a doctor and was prescribed a penicillin syrup for 7 days, 5ml, 4 times per day. However, this did not seem to help a lot with the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).